Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the report described a difficulty to use the usp twist device leading to accidental needle stick in staff member. There were few information in this report to properly assess the root cause of the incident. Usp twist device is a relatively new device, with a unique locking-system and needle-stick prevention system which could have been not fully operational if the device was not handled properly. Due to insufficient information, and pending quality investigations results, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from (B)(6). Local reference (B)(4). Quality complaint reference (B)(4). Initial serious case report was received on (B)(6) 2021 from the dentist via our sales representative. Course of events: the report described the difficulty to use the medical device ultra safety plus twist (injection device and handle), leading to an accidental needle stick of the assistant (female patient) before a dental anesthesia procedure, in 2021. No information yet provided on circumstances of the incident or injury from the operator. It was specified that the new usp twist were "harder" to use. Other information on the device: batch # unk, expiry date unk. Sender comment: causality assessment on (B)(6) 2021, on initial information received on (B)(6) 2021. Seriousness: non-serious expectedness: injury associated with device: unexpected us/fr device difficult to use: unexpected us/fr causality: latency - compatible recognized association - no. Analysis - based on the first information available, the report described a difficulty to use the usp twist device leading to accidental needle stick in staff member. There were few information in this report to properly assess the root cause of the incident. Usp twist device is a relatively new device, with a unique locking-system and needle-stick prevention system which could have been not fully operational if the device was not handled properly. Due to insufficient information, and pending quality investigations results, no root cause could be determined. The causal relationship was not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable. Seriousness assessment: the assistant did not report any seriousness criteria, and the needle stick was reported to occur prior to injection therefore the case was assessed as non-serious.

Event description:
Spontaneous report, from france. Local reference # (B)(4), quality complaint reference #(B)(4). Initial serious case report was received on 22-jun-2021 from the dentist via our sales representative. Course of events: the report described the difficulty to use the medical device ultra safety plus twist (injection device and handle), leading to an accidental needle stick of the assistant (female patient) before a dental anesthesia procedure, in 2021. No information yet provided on circumstances of the incident or injury from the operator. It was specified that the new usp twist were "harder" to use. Other information on the device: batch # unk, expiry date unk. Sender comment: causality assessment on 28-jun-2021, on initial information received on 22-jun-2021. A. Seriousness: non-serious. B. Expectedness: injury associated with device: unexpected us/fr. Device difficult to use: unexpected us/fr. C. Causality: a) latency - compatible. B) recognized association - no . C) analysis - based on the first information available, the report described a difficulty to use the usp twist device leading to accidental needle stick in staff member. There were few information in this report to properly assess the root cause of the incident. Usp twist device is a relatively new device, with a unique locking-system and needle-stick prevention system which could have been not fully operational if the device was not handled properly. Due to insufficient information, and pending quality investigations results, no root cause could be determined. The causal relationship was not assessable. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable. Seriousness assessment: the assistant did not report any seriouness criteria, and the needle stick was reported to occur prior to injection therefore the case was assessed as non-serious. The case was submitted to FDA on 06-jul-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the report described a difficulty to use the usp twist device leading to accidental needle stick in staff member. There were few information in this report to properly assess the root cause of the incident. Usp twist device is a relatively new device, with a unique locking-system and needle-stick prevention system which could have been not fully operational if the device was not handled properly. Due to insufficient information, and pending quality investigations results, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. The case was submitted to FDA on 06-jul-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.